Event description:
The facility reports during a transfer from bed to chair, the staff pulled on the sling to guide the resident into the chair when the lift tipped. The resident fell to the floor. The resident suffered from a small cut to the nose and forehead as well as small skin shears to the hip. (B)(4).

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.